Manufacturer narrative:
Updated fields: serila #, medical device ¿ problem code (1). Device evaluation: the product was returned with the membrane completely unfolded with the one-way valve attached. No blood was visible on the catheter. A visual examination of the product and no defect was detected on the iab tip. The hole seen on the tip is there to hold the tantalum marker in place during molding. The iab is conforming as the ¿hole/bubble¿ that the complaint is referencing is part of the production process and is present on all fiber iabs. There is a part of the bridge that contacts the tantalum marker during molding to ensure the marker stays centered during the molding process. This hole/bubble is then filled with adhesive during the tip seal process. That adhesive is clear, creating the appearance of a bubble. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks or holes were detected. A sensor output test was performed and the sensor was found to be within specification. The iab was placed on the cardiosave pump and the iab fully inflated. No alarm sounded from the pump. The reported event cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint (B)(4).

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid. Complaint record ID (B)(4).

Event description:
N/a

Event description:
It was reported that while attempting to insert an intra-aortic balloon (iab) through a sheath, the hospital staff noticed a defect in the tip of the iab. There was no patient harm or adverse event reported.

Manufacturer narrative:
Occupation: rn msn, assistant nurse manager. Additional initial reporter: dr. Scharfstein. The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Reference complaint # (B)(4).